Manufacturer narrative:
During retrospective review a typographical error was identified that the MDR was submitted with an incorrect MDR number (9611954-2016-00061) to the FDA. A follow-up correction MDR is being submitted on 9611594-2016-00061. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
No consequences or impact to patient (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the respiratory therapist that a pediatric micro cuff's pilot line became disconnected. No additional information is available at this time.